Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that patient faced an issue event on (B)(6) 2026. The patient reported infusion set tape did not stick upon insertion and the cause of the product not adhered due to pull off while putting or taking off clothes. No further information available.